Manufacturer narrative:
Product event summary: the partial of the delivery system was returned, analyzed. Analysis indicated the lumen of the delivery system was torn. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the delivery system was returned without the device, the tether and the tether pin. Visual inspection was performed only due to the condition of the product received. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. The outer shaft is kink/buckled at 5 cm from the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) could not be deployed to the target septum. The delivery system was removed as it may have been deformed by the heat. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.